Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was tested on the system presents c-34/c-00 error on startup. C-00 errors in the logs. The second generator has been returned and evaluated by the failure analysis (fa) team. There were a significant number of related errors found in the logs. The generator was installed onto a testing system and c-34 and c-00 errors were present at startup. Root cause is attributed to a defective generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure that a c-34 error occurred when bipolar energy was activated. The customer swapped instruments and instrument energy cords, but the issue returned. The intuitive tech support engineer (tse) explained that the c-34 error is an internal fault and the recommendation would be to bring in a 3rd party generator if no other vision side cart (vsc) was available. The customer stated that they had an erbe vo generator. The tse advised that a force triad generator would be the only approved option. The customer requested the part number for the cable that would be required for the force triad. The tse provided this and the customer stated they would retrieve it. There were no reports of patient injury.